Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that her first ins was replaced because her device was not working properly. Patient services tried to clarify what this meant but the caller did not answer. No further patient complications are anticipated or expected as a result of this event.